Event description:
A (B)(6) male pt called zoll lifecor customer support to report that he was not able to fit the batteries into the monitor, and that it appeared one of the pins was bent. Pt was sent a replacement monitor. Upon servicing the returned equipment, it was also determined that one of the battery packs (B)(4) had a leaking cell. The pt did not report any problems with the battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) and monitor (B)(4) has been completed. The reported problems were confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. The cause for the bent monitor pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective equipment. The pt received a replacement battery pack and monitor.